Event description:
The customer contact reported a leak. On an unspecified date, the vial was filled with fentanyl citrate, 1500mg/30ml, and was loaded into an unspecified patient controlled analgesia pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from the around the blue rubber stopper of the vial. The vial was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.